Event description:
A medtronic representative reported that the site was having trouble navigating their microscope. Initially, the navigation system could not see the zeiss microscope bracket. Re-booting the microscope allowed for intermittent tracking. The site was able to replace the microscope/navigation system interface cable with another cable they had on site, allowing the surgeon to navigate. Surgeon continued the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Replacement microscope cable shipped on 12/10/2013. Medtronic investigation of returned suspect cable finds that the lemo connector is damaged in an out of round condition not allowing connection to the mating part. Also, pin #6 is broken off. During a continuity test, opens were found from pin 3 of the j1 lemo connector to pin 3b of the odumac connector and from pin 4 of the j1 lemo connector to pin 3h of the odumac conenctor. Directly caused event.a medtronic representative following up at the site, replaced the cable, tested the system and reported the system functions normally.